Event description:
While preparing to obtain a blood sample from the baby, an "argyle" brand "infant heel warmer" burst, exposing the baby and the nurse to the contents within the warmer when the nurse squeezed the pack (as indicated) to begin the warming process. The contents landed on both the nurse and the baby. Nurse immediately washed the baby and herself with water as instructed on the packaging. No harm to nurse or baby.